Event description:
Pt had a right si joint fusion and right piriformis release. The pt returned to the surgeon's office for post-op visit and had visible rash-like / red irritation around the incision site. Multiple pts with this same complaint. Pfizer, inc. Therapy start date: (B)(6) 2018; therapy end date: (B)(6) 2018. Reason for use: surgical incision skin closure.